Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (alarming, display blank) has been confirmed. Upon investigation the monitor exhibited signs of physical abuse. The lcd display was cracked and the monitor failed a pulse test. Additionally, the rear response button was non-functional. The cause for the pulse test failure was isolated to high-voltage capacitor c19 on the defibrillator pca. The positive and negative pads were lifted under c19, damaging a trace. The root cause for the damaged capacitor and response button was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was alarming and the display was blank. The patient using this monitor received a replacement monitor.